Event description:
A report was received that the patient was experiencing discomfort due to skin irritation from the suture. The stitches were opening up. One suture was loose and the physician sutured it. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50 cm iii lead; model #: sc-2138-70, serial #: (B)(4), description: scs 70 cm iii lead.